Event description:
It was reported that during a bilateral iliac placement, the item wouldn't advance over .035" wire & when removing the system, the stent became unsheathed when prepping the stent for the other side, a crack was heard & saline began to drain from the bottom of the system (not used on a pt) the procedure was completed using competitor's products.